Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be patient and procedural conditions. The report device damaged by anther device (caused damage) was due to procedural condition. The reported patient effect of recurrent mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported surgical intervention was a result of case specific circumstance as the patient underwent surgery. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Three clips were implanted, reducing mr to grade 2. It was noted that during placement of the third clip, there was interaction causing destabilization of the second clip. On (B)(6) 2025 it was reported that the second and third implanted clips had detached from the posterior leaflet and remained attached to the anterior(single leaflet device attachment/slda). Mr had increased to grade 2-3+. It was noted that the patient had underwent surgery and was recovering.

Event description:
It was reported a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Three clips were implanted, reducing mr to grade 2. On (B)(6) 2025 it was reported that the second and third implanted clips had detached from the posterior leaflet and remained attached to the anterior (single leaflet device attachment/slda). Mr had increased to grade 2-5.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.